Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4 customer reported lot# 20230100, but a corresponding material# fitting the event description could not be found in sap. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
Additional information: material number provided by customer. Brand name, device name, device type, and manufacturer updated since initial submission. Investigation results: one 2000e china sample was received without packaging for investigation; the customer confirmed the affected lot number was 20230100 however, this did not match any manufacturing record for the smartsite product. A visual inspection revealed that the white female luer adaptor (fla) had separated from the body of the smartsite; a closer inspection identified that part of the clear component was still bonded within the fla of the smartsite. The details of this feedback were forwarded to the manufacturing site for investigation. Evaluation of the laser inscribed smartsite® ID determined the likely lot numbers for the affected component to be either lot 23025356, 23025307 and 23025308. A review of the production records for lots 23025356, 23025307 and 23025308 did not identify any in-process testing failures or quality deviations which may have resulted in a fault of this nature. Previous investigations into complaints of this nature have identified that the most likely cause of this type of damage is exposure of the clear body of the smartsite to a cleaning agent. Repeated application of alcohol-based products weakens the plastic over time, causing micro-cracks to develop. Application of a torque force during engagement or disengagement of the connecting male luer (e.g. Syringe) adds further stress to the weakened plastic resulting in the observed breakage. According to the directions for use (dfu) for the smartsite, it is recommended to swab only the top of smartsite® with 70% isopropyl alcohol (1 to 2 seconds) and allow it to dry for approximately 30 seconds prior to every access. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 2000e china product.

Event description:
No additional information

Event description:
It was reported that the unspecified bd smartsite¿ needle-free valve set had a loose connection to the positive pressure connector and leaked. The following information was provided by the initial reporter, translated from chinese: "during the treatment of the patient, if the positive pressure connector and the infusion set are not tightly connected and leakage occurs, stop using it and replace the infusion set.